Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator had a failure of the power supply. No patient harm reported.

Manufacturer narrative:
Date of report: 9/24/2018. (B)(4). Date rec'd by MFR: 04/27/2018. Updated manufacturer's contact person. Philip's service engineer (se) evaluated the device. The se replaced the motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba and front bezel. The device passed all testing and was returned to use.